Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the personal therapy manager (ptm) had a problem with displaying dates. The patient¿s health care provider (hcp) had the ptm and was to be replacing the device if they had not already. It was not provided what medication this device system delivered. It was later reported that the month of the refill date was not displaying. Several attempts were made for additional information, but no further information, including the medication delivered, was available as of the date of this report.